Event description:
The customer reported the unit was not detecting the therapy cable.

Manufacturer narrative:
The unit was evaluated at philips and the reported symptom was duplicated. Replacing the keyscan pca resolved the reported issue.